Event description:
During a spinal instrumentation procedure, it was noted by the surgeon that small fragments from a screwdriver had broken off during the procedure. An intraoperative x-ray was completed and two fragments were noted and successfully retrieved from the wound. No adverse patient outcome was noted.